Manufacturer narrative:
The device was not returned. Angiodynamics is unable to perform a device evaluation. However, the representative provided pictures of the snared blade, and the detachment of the outer blade was confirmed through the representative's pictures of the blade. Based on the pictures provided, it seems the damage to the blade may have happened when the blade was pulled out. A root cause for the tip detachment cannot be definitively determined because the sample was not returned for evaluation. However, the potential root cause of the tip detachment failure mode is likely related to the use of the catheter during the procedure. Furthermore, the catheter was found to be normal prior to use. The operator performed an x-ray test to indicate that nothing was left behind, the patient was unaffected, and the procedure was completed with another of the same device. This is evidence that the blade fell outside the patient's body and the patient was not harmed during the procedure. A review of the distribution records for the reported catheter serial number (B)(6) was performed for any deviations related to the reported failure mode of the complaint. The review confirms that the catheter met all packaging performance specifications, i.e., no ncr was written. The DHR of the catheter lot was reviewed in reference to the description of the reported complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using an auryon atherectomy catheter 2.0mm - hydrophilic coated. A 2.0 device was used contralateral for treatment of a heavily calcified sfa. The device had become clogged and needed to be removed. Upon removing, it was noted that the distal tip had come apart. The device was then fully removed and a second 2.0 laser fiber was then opened and used. The procedure proceeded without incident, and the patient did not experience any adverse effects or harm as a result of this procedure.